Manufacturer narrative:
(B)(4). Batch # unk. An analysis of the product could not be performed since a physical sample was not received for evaluation. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances / manufacturing irregularities were identified. As part of ethicon's quality process, all devices are manufactured, inspected, and distributed to approved specifications. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during use in the operating field, the device ¿sticks¿ in ¿closed bundle¿ mode and component (spring) was found in the operating field. Ileum resection intervention for perforation, device used on ileum. Duration of the operation two hours. No consequence for the patient. The problem was found at the end of the intervention.

Manufacturer narrative:
(B)(4). Date sent: 3/16/2022. D4: batch # 500a71. H6: component code g04. Investigation summary: the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one psee60a device was returned with no apparent damage and with a gst60w reload fully fired loaded on the device. In addition, the firing trigger spring was received inside of a plastic bag the device was tested for functionality in the straight position with a test reload and achieved its complete firing sequence. The staple line and cut line were complete and the staples meet the staple form release criteria. Upon further inspection, the firing trigger would not function as intended and felt loose. In order to verify the condition of the internal components, the device was disassembled, and the spring firing trigger was noted to be out of its intended position. The damage to the spring firing trigger is potentially related to a manufacturing process. Based on the information currently available, a product issue was identified during the investigation of the sample received. This product issue will be addressed through ethicon endo surgery¿s quality system.